Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent lead revision on (B)(6) 2024 to get better coverage. During the procedure the physician explanted the right-side lead and was unable to replace it due to patient anatomy. Effective therapy was restored post operatively.